Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("debilitating migraine headaches"), back pain ("lower back pain"), dysmenorrhoea ("menstrual pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, migraine, back pain, dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menstrual disorder and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: fallopian tubes were fully occluded/proper place multiple ultrasounds, CT scans, mris, and cat scans were done quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and reported adverse events including abdominal pain/ pain. Plaintiff underwent surgery and essure was removed on (B)(6) 2014. Abdominal pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ pain/abdominal pain(moderate to severe)"), genital haemorrhage ("moderate to severe heavy, abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 5 (date of birth of live born: (B)(6) 2001; (B)(6) 2003; (B)(6) 2005; (B)(6) 2008; (B)(6) 2016), miscarriage (before essure placement), c-section (all births were via c-section), dizzy (felt dazy), anal pain, tiredness, breast tenderness, gerd, vitamin d low, paraesthesia tongue, spice allergy, anal fissure, stomach discomfort, patellofemoral pain syndrome and dysfunctional uterine bleeding. No history of depression. Concurrent conditions included dysmenorrhea since (B)(6) 2008, endometritis since (B)(6) 2009, chest discomfort, post coital bleeding, weight gain, intermenstrual bleeding, mood altered, bloating, daytime sleepiness, stress, hot flashes, vaginal cellulitis, cervicitis, bartholinitis, sleep disturbance, increased blood pressure, bronchitis, allergic rhinitis, allergy to animals, alcohol use, caffeine consumption, irritable bowel syndrome, weight loss (lost 10 lbs since), vulvovaginitis, vaginitis, anemia, seasonal allergy (allergies to certain flowers, grass), tonsillitis, ear pain, respiratory tract infection viral, hemorrhoids (hemorrhoid found at 6oclock position with guiac negative stool.) And asthma since (B)(6) 2010. Family history included hay fever, endometriosis (her mother and cousin), heart murmur (mother), acute myocardial infarction (gm), diabetes mellitus (gm , father), leukemia (gm), hypertension (father) and pregnancy loss. Concomitant products included medroxyprogesterone acetate (provera) for amenorrhea as well as anaesthetics (anesthesia) and normensal (ortho-novum 1/35). In 2008, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea(cramping)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 3 months 12 days after insertion of essure, the patient experienced migraine ("debilitating migraine headaches/migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and pelvic pain ("pain/ pelvic pain(moderate to severe)"). On (B)(6) 2009, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), menstrual disorder ("abnormal menstrual bleeding") and alopecia ("hair loss"). The patient was treated with leuprorelin acetate (lupron), salbutamol sulfate (albuterol sulfate), antibiotics and surgery (microsurgical tubal anastamosis/essure reversal on (B)(6) 2014). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the genital haemorrhage had resolved. At the time of the report, the abdominal pain, migraine, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage and pelvic pain had resolved and the uterine haemorrhage, bacterial vaginosis, headache, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010-present three coils of treatment from each half at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: fallopian tubes were fully occluded/proper place pregnancy test - on (B)(6) 2007: positive. Ultrasound scan - on (B)(6) 2010: a thin endometrial stripe with normal ovaries; on (B)(6) 2013: coils seen; on (B)(6) 2015: mild post cds fluid. Multiple ultrasounds, CT scans, mris, and cat scans were done. (B)(6) 2009, hysterosalpingogram: there is no evidence of patency of the fallopian tubes. Both bilateral essure devices are in place. The endometrial cavity is abnormal in appearance which is dilated and contains what appear to be cystic changes within the fundus. Correlation with hysteroscopy may be of value if clinically indicate as this findings s of uncertain significant noting the patients recent history of c-section 4 months prior. (B)(6) 2009: the endometrial cavity is abnormal in appearance which is dilated and contains what appear to be cystic changes within the fundus. Correlation with hysteroscopy may be of value if clinically indicate as this findings is of uncertain significance nothing the patient recent history of c-section 4 months prior. (B)(6) 2012, pathology report: diagnosis: proliferative endometrium with breakdown gross description: submitted in formalin is designated endometrium are multiple fragments of brown tissue and mucus. Measuring 2.3 x 2.2 x 0.3 cm in aggregate. It is filtered through an embedding bag and submitted as directed. (B)(6) 2010:she also complains of pain on the right perineum. There is no swelling there. She has no dysuria. She has no vaginal discharge. The uterus is small, firm, anteverted, mobile, nontender. There are no adnexal masses. She is not tender on bimanual exam. The cervix is pink, glistening, nontender with a small amount of bloody discharge. She has tenderness on palpation of the right perineum and the right bartholin's fossa. There is no nodularity in the bartholin's fossa. There is slight erythema of the skin of the perineum on the right. She may have cervicitis and bartholinitis. (B)(6) 2013: pregnancy examination or test, negative result. (B)(6) 2014, xr hysterosalpingogram; impression: the right fallopian tube is patent. There is filling of the left fallopian tube, although spillage into the peritoneal cavity was not definitively shown, but this may be due to the fact that there is preferential filling of the right fallopian tube. The left fallopian tube does not appear dilated. The left fallopian tube or may not be patient. Concerning injuries reported in this case the following one/ones were described in patient medical records: ¿uterine haemorrhage¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ pain/abdominal pain(moderate to severe)"), genital haemorrhage ("moderate to severe heavy, abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 5 (date of birth of live born: 01aug2001;01jul2003;01dec2005;16oct2008;18aug2016), miscarriage (before essure placement), c-section (all births were via c-section), dizzy (felt dazy), anal pain, tiredness, breast tenderness, gerd, vitamin d low, paraesthesia tongue, spice allergy, anal fissure, stomach discomfort, patellofemoral pain syndrome and dysfunctional uterine bleeding. No history of depression. Concurrent conditions included dysmenorrhea since 1-mar-2008, endometritis since 17-mar-2009, chest discomfort, post coital bleeding, weight gain, intermenstrual bleeding, mood altered, bloating, daytime sleepiness, stress, hot flashes, vaginal cellulitis, cervicitis, bartholinitis, sleep disturbance, increased blood pressure, bronchitis, allergic rhinitis, allergy to animals, alcohol use, caffeine consumption, irritable bowel syndrome, weight loss (lost 10 lbs since), vulvovaginitis, vaginitis, anemia, seasonal allergy (allergies to certain flowers, grass), tonsillitis, ear pain, respiratory tract infection viral, hemorrhoids (hemorrhoid found at 6oclock position with guiac negative stool.), and asthma since 02-may-2010. Family history included hay fever, endometriosis (her mother and cousin), heart murmur (mother), acute myocardial infarction (gm), diabetes mellitus (gm , father), leukemia (gm), hypertension (father) and pregnancy loss. Concomitant products included medroxyprogesterone acetate (provera) for amenorrhea as well as anaesthetics (anesthesia) and normensal (ortho-novum 1/35). On 21-nov-2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea(cramping)"). On 1-mar-2009, 3 months 12 days after insertion of essure, the patient experienced migraine ("debilitating migraine headaches/migraines") and headache ("headaches"). On 14-mar-2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and pelvic pain ("pain/ pelvic pain(moderate to severe)"). On 26-mar-2009, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge. On 6-oct-2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage and uterine haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), menstrual disorder ("abnormal menstrual bleeding") and alopecia ("hair loss"). The patient was treated with leuprorelin acetate (lupron), salbutamol sulfate (albuterol sulfate), antibiotics and surgery (microsurgical tubal anastamosis/essure reversal on 13-may-2014). Essure was removed on 13-may-2014. In may 2014, the genital haemorrhage had resolved. At the time of the report, the abdominal pain, migraine, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal haemorrhage and pelvic pain had resolved, the uterine haemorrhage, bacterial vaginosis, headache, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: 01may2010-present three coils of treatment from each half at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-mar-2009: fallopian tubes were fully occluded/proper place pregnancy test - on 6-dec-2007: positive. Ultrasound scan - on 10-feb-2010: a thin endometrial stripe with normal ovaries; on 10-sep-2013: coils seen; on 2-jul-2015: mild post cds fluid multiple ultrasounds, CT scans, mris, and cat scans were done. 13-mar-2009, hysterosalpingogram: there is no evidence of patency of the fallopian tubes. Both bilateral essure devices are in place. The endometrial cavity is abnormal in appearance which is dilated and contains what appear to be cystic changes within the fundus. Correlation with hysteroscopy may be of value if clinically indicate as this findings s of uncertain significant noting the patients recent history of c-section 4 months prior. 13-mar-2009: the endometrial cavity is abnormal in appearance which is dilated and contains what appear to be cystic changes within the fundus. Correlation with hysteroscopy may be of value if clinically indicate as this findings is of uncertain significance nothing the patient recent history of c-section 4 months prior. 30aug2012, pathology report: diagnosis: proliferative endometrium with breakdown gross description: submitted in formalin is designated endometrium are multiple fragments of brown tissue and mucus. Measuring 2.3 x 2.2 x 0.3 cm in aggregate. It is filtered through an embedding bag and submitted as directed. 31-mar-2010:she also complains of pain on the right perineum. There is no swelling there. She has no dysuria. She has no vaginal discharge. The uterus is small, firm, anteverted, mobile, nontender. There are no adnexal masses. She is not tender on bimanual exam. The cervix is pink, glistening, nontender with a small amount of bloody discharge. She has tenderness on palpation of the right perineum and the right bartholin's fossa. There is no nodularity in the bartholin's fossa. There is slight erythema of the skin of the perineum on the right. She may have cervicitis and bartholinitis. 16-dec-2013: pregnancy examination or test, negative result. 17-jul-2014, xr hysterosalpingogram; impression: the right fallopian tube is patent. There is filling of the left fallopian tube, although spillage into the peritoneal cavity was not definitively shown, but this may be due to the fact that there is preferential filling of the right fallopian tube. The left fallopian tube does not appear dilated. The left fallopian tube or may not be patent. Concerning injuries reported in this case the following one/ones were described in patient medical records: ¿uterine haemorrhage¿ most recent follow-up information incorporated above includes: on 16-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Case medically confirmed. Event heavy, moderate to severe heavy, abnormal bleeding, abnormal uterine bleeding, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, headaches, pain, abdominal pain, fatigue, hair loss, vaginal discharge. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("debilitating migraine headaches"), back pain ("lower back pain"), dysmenorrhoea ("menstrual pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, migraine, back pain, dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menstrual disorder and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: fallopian tubes were fully occluded/proper place multiple ultrasounds, CT scans, mris, and cat scans were done. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and reported adverse events including abdominal pain/ pain. Plaintiff underwent surgery and essure was removed on (B)(6) 2014. Abdominal pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.